Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Customer stated he was experiencing high blood glucose of 454 mg/dl; he treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.